Event description:
It was reported that the customer passed away at home. The cause of death was stated to be natural. The customer had lung cancer, diabetes, high blood pressure, and high cholesterol. The customer's lung cancer started early (B)(6) 2014. He was on chemo therapy. The lung was removed in (B)(6) 2014. The customer's blood glucose at the time of passing was unknown. However, the last recorded blood glucose value was 158 mg/dl on (B)(6) around 1:30pm. The customer was wearing the insulin pump at the time of passing; it was removed at the funeral home. The customer did not use sensors and was not wearing one at the time of death. The caller had donated the insulin pump and customer's all other supplies; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information is available at the time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.